Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the connector was in good condition, but the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Therefore, the reported fiber damaged prior to use was no confirmed as the fiber tip was degraded which is indicative of fiber use. However, visual inspection identified that the fiber body was broken in two pieces as the connector was detached from the fiber body. The instructions for use (IFU) was reviewed. The IFU state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Device history review (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during preparation for procedure, while unpacking the fiber it was noticed that the fiber connector was disconnected from the fiber. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that the fiber tip was degraded, and the fiber body was broken.